Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. The subject device is not available for evaluation, as it remains implanted in the patient. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nonstructural dysfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic mitral valve underwent a valve-in-valve procedure due to mitral stenosis. Implant duration of the pre-existing surgical valve is approximately six (6) years. The tmvr was performed with an edwards transcatheter valve. Patient outcome reported as excellent.

Manufacturer narrative:
Edwards received additional information through follow-up with the health care provider..

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe mitral stenosis. Per obtained medical records, a 29 mm transcatheter heart valve was implanted and tee showed mean gradient of 3 mmhg and no intra annular mr, though a tiny perivalvular jet was noted. The patient was discharged to a skilled rehab facility in healthy, stable condition.